Event description:
The customer reported via phone call that the insulin pump malfunctioned. Customer stated the insulin pump stopped working. The customer did not provide any specifics on the insulin pump's malfunction. It was also found the insulin pump could not read any battery inserted. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.